Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock. Medication was provided to the patient to resolve the issue. There were no patient consequences.